Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that after restart the pump worked as designed. The customer declined to replace the pump. The customer was advised to call back when any problem reoccurred.